Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted concurrently with alloderm regenerative tissue matrix implant, anterior colporrhaphy, posterior colporrhaphy, perineorrhaphy and sacrospinous vaginal vault suspension due to sui, cystocele, enterocele, rectocele vaginal vault prolapse and urethral hypermobility. It was reported that following insertion the patient experienced urinary problems and difficulty emptying bladder. (B)(4).